Event description:
The customer reported to olympus, during routine microbiological testing conducted upon return from repair, the endoscope tested positive for an unspecified amount of enterococcus faecalis and staphylococcus epidermis. The device was ethylene oxide (eto) sterilized. The scope was quarantined after testing positive. The customer requested an olympus endoscopy support specialist (ess) be dispatched to the facility to review the reprocessing protocol. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating the cleaning and disinfectant solution is enzol-asp. Minimum effective concentration is checked daily. The automated endoscopic reprocessor (aer) used is olympus oer pro. The endoscope channel is brushed during manual cleaning with a single-use non-olympus brush. Pre-cleaning is performed immediately after a procedure. The pre-cleaning steps are to wash the insertion tube, flush, and suction. The endoscope is tested for leaks prior to manual cleaning. Clean scopes are stored in a scope closet and the customer uses a third party for maintenance. No problems have been noted with the aer and preventive maintenance was performed in (B)(6) 2022. A reprocessing in-service was conducted in (B)(6) 2022 and there have been no changes in the reprocessing personnel at the facility since. On (B)(6) 2022, the ess returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently does not use an air/water channel cleaning adapter while performing bedside cleaning for the tjf-q180v. The ess also reported the maj-1888 brush was not being used correctly. The ess corrected and demonstrated proper brushing of the forceps elevator recess and groove under the forceps elevator recess. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. The customer reported that the scope was cultured again following the in-service and there were no positive cultures. The positive culture results were attributed, by the customer, to the broth being used to culture the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. As evidenced by the ess onsite, reprocessing conducted by the user was deviated from the reprocessing recommended in the instructions for use (IFU); therefore, it is likely the event was caused by insufficient training for staff at the facility on device handling and reprocessing. Olympus will continue to monitor field performance for this device.